Event description:
A potential product issue has been reported with our artiste mv sa linear accelerator. In the abundance of caution this issue is being reported. The customer was treating a patient with 5 fields as single treatments. After the first field was treated successfully and the treatment notes window was closed, the patient closed automatically without warning. They had to reload the patient to finish the remaining beams. Two treatment records were sent to lantis as of the network job status but the first field was not recorded in lantis. The customer had to manually record the treatment in lantis. There was no injury reported. Risk analysis is completed. Initial corrective action is initiated. Final corrective action is pending.

Manufacturer narrative:
Risk assessment indicates: worst case severity: 3 (critical). Reason: critical for more than one fraction. Worst case probability: c (remote). Reason: more than one fraction - here assuming the same conditions as above, but multiple times for one single patient. Initial corrective action is to initiate investigation. No other products are concerned. Rtt part number 08151289. (B) (4).